Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Her sensor glucose was 64 and her blood glucose was 93 mg/dl. She is pregnant. Troubleshooting was performed and the customer was advised on proper sensor usage and calibration techniques. The customer was advised that the sensor would be replaced. The sensor will not be returned for analysis.